Event description:
When I started using polygrip denture cream, I experienced numbness in my legs, and couldn't' do daily activities because of the pain. As well as my arms and sometimes my stomach. Dose or amount: denture cream, frequency: 4 daily, route: oral. Dates of use: 2004 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.